Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker exhibited functional undersensing and competitive atrial pacing (cap) which triggered inappropriate mode switches and atrial tachycardia. No changes or intervention was reported. There were no patient consequences.